Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a small clear fluid leak under the coulter ac-t 5 diff cap piercer. Customer reported that about 2-3 ml of fluid was on the counter top. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse), found a diluent leak at the sampling probe rinse block. The fse replaced the o-rings in the probe rinse block.